Manufacturer narrative:
Clopidogrel and asa. (B)(4). Results: inherent risk of procedure (pulmonary edema/death).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and two endeavor sprint rx drug-eluting stents implanted to the mid rca. Approximately 6 months post index procedure, patient death occurred. Death classed as cardiac, cause of death pulmonary edema. The investigator indicated that the reported event was unrelated to the device. Ref mfrs # 9612164-2011-01662, 9612164-2011-01663, 9612164-2011-01664.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (myocardial infarction).

Event description:
Two weeks prior to patient death the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. It is also reported that the patient suffered a mi the same day as patient death. The investigator indicated that the reported events were possibly related to the study device.